Event description:
Upon receipt of the device, the user reported the roller pump did not function as expected. The user indicated there was a burning smell, possibly from a short circuit. The device was returned for investigation. Since the event occurred upon receipt of the device, there was no pt involvement during this event.

Event description:
Caller reports the use by date on the aviva test strip vial as 03/28/2010. Manufacturer's batch record confirmed the actual use by date to be 02/28/2010. No adverse event reported. Requested return of suspect device, and replacement was sent.